Manufacturer narrative:
Unit p-cap, reservoir locked properly in place and passed displacement test. Unit received with corroded battery tube, cracked case (battery tube), and cracked case-corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the battery compartment was cracked. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.